Manufacturer narrative:
The device was received deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Data obtained from the device generated no alarms, time outs, or drive stalls. Automated mode was unable to be tested due to the device being unbale to connect with the master pdm. The phb file was inspected and algorithm shows that the device successfully transitioned from closed to open loop, indicating that the device had no issues in transitioning from automated and manual mode. The cause of the reported automated mode failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 268  mg/dl, while wearing the pod between 24 and 36 hours. The patient reported cannula being bent when it was removed from the infusion site for treatment, the patient changed out the pod for a new pod.